Manufacturer narrative:
Reporter is synthes employee. A product investigation was conducted. Visual inspection: the cam lock for radiolucent aiming arm (part # 03.010.497, lot # t167964) was received at us cq with a portion of the cam lock broken off. The cam lock is a sub-component of the radiolucent aiming arm. The rest of the cam lock is still attached to the radiolucent aiming arm (part # 03.033.002, lot # l924560). There are no defects with the body of the aiming arm. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed due to post-manufacturing damage. Document/specification review: the relevant drawing(s) was reviewed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 03.033.002. Lot: l924560. Manufacturing site: hägendorf. Release to warehouse date: 19.sep.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an incoming routine inspection on an unknown date, a radiolucent aiming arm was observed non-functional. There was no patient involvement. During manufacturer's investigation of the returned device on (B)(6) 2020, it was observed that the portion of the cam lock is broken off. The cam lock is a sub-component of the radiolucent aiming arm. This is report 1 of 1 for complaint (B)(4).